Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during drain 2 of 3. The patient was connected at the time of the alarm. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The cause of air was undetermined. The technical service representative (tsr) advised the home patient (hp) to start over with new supplies and contact registered nurse (rn). The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.